Event description:
Approximately, three months post implantation, it was reported that the patient accidently dropped her controller. The driveline connector became disconnected from the controller and resulted in a vad stop with a corresponding alarm. The vad coordinator found that the driveline connector still fit with the controller; however, the collar of the connector had limited movement and was found to be stuck in the unlocked position. The connection was temporarily secured by using tape pending inspection and repair by a heartware engineer. The engineer momentarily disconnected the driveline to inspect the groove on the inside of the connector, contact cleaner was applied and the collar of the connector was manipulated multiple times to remove any potential debris until the collar became easier to slide. The driveline connector was repaired without any reported patient injury.

Manufacturer narrative:
Device evaluated in the field by heartware clinical engineering personnel. The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The reported event indicates an issue with the performance of a driveline cable connector. The driveline was inspected and repaired without incident or injury. The driveline was not returned as it remains implanted; the device is related to the reported event. Review of the device history record (DHR) showed that the driveline connector met all internal requirements prior to its quality assurance release process. A heartware clinical engineer performed a visual examination which confirmed that the driveline connector had limited movement and was fixed in the unlock position. This malfunction likely contributed to the reported vad stop event experienced by the patient. The field engineer performed a cleaning and repair of the connector body and locking sleeve to remediate the confirmed malfunction; the reported issues were resolved. The root cause of this issue cannot be conclusively determined based on the available information. An internal investigation concluded that the most likely root cause of the hvad driveline connector sleeve fixed in the locked or un-locked position was due to a migration of epoxy from the connector threads to the underside of the connector's sleeve. The root cause of the migration of epoxy is due to improper application technique of epoxy during the assembly process. Interim actions were initiated to contain the issue and prevent further occurrences. Corrective actions related to the manufacturing process are currently being evaluated under an internal investigation and field service and corrective action was issued to address the product in the field. Product remains implanted.